Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the suture sleeve was pulled over the distal end of the lead right out of the box and could not be removed from the lead tip and slid back so the lead was unusable. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the anchor sleeve was able to be moved. If information is provided in the future, a supplemental report will be issued.